Event description:
New information received notes the right ventricular lead was explanted and replaced due to over-sensed noise, elevated capture threshold and low pacing impedance. The patient was in stable condition.

Manufacturer narrative:
The reported event of lead noise was confirmed. As received, a complete lead was returned in three pieces. Electrical testing found an internal short between the inner coil and outer coil conductor paths. Visual inspection of the lead found the inner insulation abraded at the distal end of the lead. The cause of the reported event was isolated to exposed inner coil at the abraded region.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, right ventricular (rv) lead noise was observed. Programming changes were made. Rv lead revision was mentioned. The patient was discharged home.